Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged and was subsequently explanted. No adverse patient effects were reported. The lead was later returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The lead did not pass guidewire insertion testing at 582 millimeters (mm) from the terminal pin, noted to most likely be due to dried bodily fluid in the lead lumen. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.